Event description:
The customer reported 3 events regairding the maxi 500 device, the events were registered under (B)(4) . The report concern the complaint (B)(4) . Following information provided by the customer during patinet transfer the lift tilted to one side. No injury was reported.

Manufacturer narrative:
Additional information will be provided upon investgation on conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The arjo representative contacted with the facility for additional information regarding the event. It was clarified that the event happened during the patient transfer from a wheelchair to the commode when patient was lifted the device started to tilt and hit caregiver head. No more information was provided, after the event, the device was checked by an arjo technician. The functional test did not reveal any malfunction. The instruction for use for maxi 500 device (001.20815 rev.12) contains information that: "warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries." It was confirmed by the facility representative that the team member lifted the patient with maxi 500 at an angle instead of approaching straight ahead. The lift tilting was a consequence of the incorrect position of the device during raising the patient. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped during patient transfer.

Event description:
Arjo was informed about three events involving the maxi 500 devices. This report concerns the third event, which was reported under the medwatch number: 9681684-2023-00083 (arjo reference number: (B)(4). The information provided indicates that during resident transfer the lift started to tip.